Manufacturer narrative:
Since the initial report was filed, the investigation has come to a close. The product and data logs were not returned for analysis. The case report stated that upon repositioning of the pump, the hemolysis did not clear. Without further information or clinical imaging to show pump position and/or malposition, the root cause of the hemolysis can not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The complaint investigation is on-going. The impella pump is not yet returned for investigation. Upon completion of the investigation, the final medwatch will be filed.

Event description:
The medical team placed a cardiomyopathy patient on impella hemodynamic support, and admitted to the patient to the ICU for continued monitoring. The support lasted only 26 hours due to hemolysis concerns. As the team observed lab values changing, lft and creatinine specifically, and hemolyzed labs the team attempted to remedy the hemolysis by pump re-positioning. The change in pump position did not rectify the hemolysis and so the pump was explanted and the plan was to place a vad.